Event description:
It was reported by the surgeon that the vns lead anchor was not attached to the vagus nerve; however, the negative and positive electrodes were attached to the vagus nerve. While the surgeon was not positive if the patient was a known tiddler, the surgeon did note there was some external messing with the vns generator. The surgeon chose to hold the patient for a few days to keep her from possibly damaging the replacement vns. No additional relevant information has been received to date.

Event description:
Clinic notes indicated battery was indicated to be at 11-25%. It was reported by the sales representative that during battery replacement surgery that a lead rupture was observed. It was stated that prior to surgery, lead impedance was observed to be normal. The lead was reported to have had ruptured near the generator and half way up the lead. Surgical notes were received and reviewed. Surgeon reported a defect in the plastic sheeting of the lead which was distal to the chest incisions and only visible after the generator was removed from the pocket. The surgeon began dissecting the lead and found two tie downs secured by silk sutures. The surgeon dissected down to the vagus nerve so the lead electrodes could be more "receptive". A full revision was performed. The generator and lead was explanted. The replacement system was interrogated and found to be functioning properly. The explanted lead has not be received to date. No additional relevant information has been received to date.